Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm excessive no delivery alarm due to motor error alarm.

Event description:
Customer reported via phone call issues on the insulin pump. Customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.